Event description:
It was reported that, "pt was receiving nursing care while in bed, and dislocated his hip. Patient was brought down to surgery, and re-opened. It was found that the bipolar portion of his constrained liner separated from the poly insert portion. The surgeon examined the implant after fully removing it, and there were no noticeable defects in the constrained liner. He removed the 28mm+5 head, and replaced it with a new one. He then put in a new zero degree constrained liner."

Manufacturer narrative:
The root cause of this event is patient activity that exceeded the allowable range of motion of the component, as the event occurred while the pt was bedridden and receiving nursing care. No devices were returned for evaluation.